Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic assembly and lcd glass. Unable to perform the displacement test and self test due to missing segments or partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen had white lines. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Insulin pump will be returned for analysis.